Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a letter on august 6, 2018 from a law office reporting that their client was allegedly injured as a result of the angio-seal vip 6f vascular closure device. The nature of the alleged device malfunction is unknown. The patient is currently under the care of her physician and therefore, the exact extent of her alleged injuries are not yet known.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.